Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from 10/27/2015 to 10/28/2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, under water clear passage testing, and pressure testing were performed with no issues identified. The reported condition was not verified for the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was leaking when used with a syringe, leading to air in the line. There was no patient injury or medical intervention associated with this event. No additional information is available.